Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 47-year-old patient received a biozorb implant on (B)(6) 2019, in the left breast. It is alleged that by on (B)(6) 2020, the patient reported worsening pain in the breast, swelling in the left axillary region. Postoperatively she developed significant swelling of the left breast with significant hematoma in the area. Seroma (liquid collection) was present with the biozorb in the center. The biozorb was also explanted on (B)(6) 2020. Infected hematoma and seroma were also evacuated. Patient was treated with antibiotics and anti-inflammatories. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.